Event description:
Solicited call error message of "no cartridge detected" came up on ms3 pump while patient was using. Patient switched to her back up ms3 pump with no issue. Prescriber has not been notified. Did the reported product fault occur while in use with a patient. Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Device will be replaced. Reported to (B)(6) by: patient/caregiver. Strength: 2.5 mg/ml. Dose or amount: 50ng/kg/min. Frequency: continuously. Route: intravenous. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.